Event description:
The customer reported that when they connected the mother to the monitor, they were receiving traces even though they were aware that the baby had died at least 24 hours before the monitoring began.

Manufacturer narrative:
The customer reported that when thy connected the mother to the monitor; they were receiving traces even though they were aware that the baby had previously died. The initial info is most consistent with monitoring the mother instead of the baby. Product labeling (instructions for use) adequately describes verification of fetal viability before monitoring and differentiation between the mother's heart rate (hr) and the baby's hr. Philips is in the process of obtaining add'l info regarding this incident, and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4)